Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that there was an error in the software update history and the stylus was missing. (B)(4).

Event description:
It was reported that the programmer shut down. The event occurred prior to a procedure and did not cause a delay because another programmer was used. The programmer was returned to the manufacturer for servicing. There was no patient involvement.